Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported that the device has "no acoustic signals." There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone during an alarm condition. This was due to an unseated printed circuit board.